Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the attempt to cannulate, the contralateral gate using a 5 fr catheter and a guide wire, a dissection was created from the common iliac artery to the aorta. Further unsuccessful attempts were made to cannulate the gate, however, it was not possible to access the true lumen. The bifurcated stent graft was converted to an aorto-uni-iliac device by placement of an aortic cuff in the flow divider and performed a fem-fem bypass. It was also reported that the imaging was of poor quality. The final outcome of the procedure was good and the patient is reported to be fine.